Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. A pump replacement was sent to resolve the issue. It was also reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly a new cartridge was loaded, and insulin delivery was resumed. Customer¿s blood glucose level was 130 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.